Event description:
A pt with a defibrillator (ICD) and lead system was found to have an unaccetable low impedance on the two unipolar rate sensing leads. An invasive procedure was performed to replace the two rate sensing leads. Co assumes the leads were capped and remain implanted. Implanted on 7/30/93. Removed from svc on 5/15/96. Implant time was 33.5 months.invalid data - regarding single use labeling of device. Patient medical status prior to event: invalid data. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.invalid data - regarding whether event presents imminent hazard. Invalid data - whether device used as labeled/intended.invalid data - regarding evaluation by user after event. Method of evaluation: invalid data. Results of evaluation: invalid data. Conclusion: invalid data. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: no data. Invalid data - on device destroyed/disposed of status.